Manufacturer narrative:
(B)(4) final report. Please note: during the investigation it was identified that the reported part no. Of the rasp was not correct, this information has been corrected in section d4. Additional information including the device lot codes and confirmation on how the rasp was removed from the femoral canal was requested. It was stated that osteotomes were used to remove the rasp, however, the device lot codes have not yet been received. Upon receipt of the device lot codes the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information is has been concluded that the root cause of this event is normal wear and tear. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery the metafix size 4 rasp became well fixed in the femoral canal. Whilst attempting to remove the rasp the spigot broke off into the metafix straight handle. The rasp was removed by using osteotomes.

Event description:
During surgery the metafix size 4 rasp became well fixed in the femoral canal. Whilst attempting to remove the rasp the spigot broke off into the metafix straight handle. The rasp was removed by using osteotomes.

Manufacturer narrative:
Per -6300 initial report additional information including the device lot codes and confirmation on how the rasp was removed from the femoral canal has been requested. It was stated that osteotomes were used to remove the rasp, however, the device lot codes have not yet been received. Upon receipt of the device lot codes the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.